Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was unable to connect to the ins and turn therapy on from off since the implant battery was very low. They saw therapy was off once they connected to recharge. The patient would call back after a charging session to be walked through turning therapy on. The patient called back about one hour later and was walked through turning the ins back on. They reported seeing a power on reset (por) message on the call. They were walked through clearing it, and confirmed they were able to connect and that they turned therapy on. They were placing the communicator over the recharger to connect. Communication and recharger general use was reviewed.